Manufacturer narrative:
The device has not been returned to any of the olympus locations. Olympus medical systems corp. (Omsc) confirmed that the device's instruction manual includes an item to check the packing condition before using this device in the procedure. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by poor sealing due to wear of hose packing. This wear may have been caused by aged deterioration. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the packing of the cylinder hose was worn out and gas leaked with sound from the connection with the gas cylinder during a therapeutic procedure. The procedure was completed. There was no report of patient injury associated with this event.